Manufacturer narrative:
(B)(4). G2: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femoral impactor broke when trial was placed on femur. There was no patient impact or harm reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 no devices or photographs were received; therefore, the condition of the components is unknown. Review of the device history records found no related deviations or anomalies. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.